Event description:
Abscess in maxilla [abscess jaw]. Nodules present bilaterally in anterior cheek, tear trough, and maxilla/ red, firm, tender subcutaneous nodules [nodule] rha4 in malar cheeks [off label use]. Case narrative: united states report received from a health care professional via company representative on 25-oct-2024, refers to a 60-year-old female patient who has received rha 4 on (B)(6) 2024, for unknown indication. The patient's previous cosmetic procedures included rha 4 administered on (B)(6) 2023, in similar injection areas (unspecified) for an unknown indication and botox (botulinum toxin type a) administered on an unknown date on for an unknown indication, with no reported reactions. The patient¿s current medical history included sulfa allergy, autoimmune thyroid disorder (stable) and crohn¿s disease (stable). Concomitant medications included synthroid (levothyroxine sodium), allegra (fexofenadine hydrochloride) and statin (unspecified). 1.2 ml (1 syringe) of rha 4 was applied to the malar cheeks, nasolabial fold and marionette line via needle technique. Cannula was used for the product administration. Lot# (10)233932sll (to be confirmed), expiration date: 01-sep-2029. On (B)(6) 2024 (six weeks post-treatment), the patient experienced an abscess in the maxilla. The patient did not undergo any laboratory or diagnostic tests. On an unknown date in (B)(6) 2024 (about six weeks post-treatment), the patient was seen by doctor and received treatment with antibiotics (unspecified) and underwent a root canal procedure. On an unknown date in (B)(6) 2024, the patient experienced bilaterally red, firm and tender subcutaneous nodules in the anterior cheek, tear trough, and maxilla. These nodules were not fluctuating and did not exhibit warmth. On (B)(6) 2024, the patient received treatment with oral doxycycline (for two weeks) for the nodules, but this did not lead to any improvement. At the time of report, the outcome of the events abscess jaw and nodule was not resolved. The intensity of the events abscess jaw and nodule was not reported. He product was not available for return. Health effect: clinical code: e172001, abscess. Health effect: clinical code: e1803, nodule. Health effect: device code: a2304, off label use. No additional information was available at the time of this report. Company comment: a causal relationship between the rha4 and reported abscess in maxilla is assessed as possible based on compatible temporal relationship and localization, as well as lack of alternative etiologies that can be identified based on the information reported. Limited information was provided on sterilization practice, post-injection care and other patient factors that could have contributed to the event. The patient had no dermatological history or recent or chronic infection. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Abscess in maxilla [abscess jaw], red, firm, tender subcutaneous nodules bilaterally in anterior cheek, tear trough, maxilla/on left side one elongated nodule following the tear trough up to the medial canthus/ approx. 4 mm wide and 2 cm long and firm to the touch [nodule], rha4 in malar cheeks [off label use]. Case narrative: united states report received from a health care professional via company representative on 25-oct-2024, refers to a 60-year-old female patient who has received rha 4 on (B)(6) 2024, for unknown indication. The patient's previous medical history included symptoms consistent with covid (she thought that she had covid) on (B)(6) 2024 (approx 1 month before filler placement). However, covid test was negative. The patient's previous cosmetic procedures included rha 4 administered on (B)(6) 2023, in similar injection areas (unspecified) for an unknown indication and botox (botulinum toxin type a) administered on an unknown date on for an unknown indication, with no reported reactions. The patient¿s current medical history included sulfa allergy, autoimmune thyroid disorder (stable) and crohn¿s disease (stable). Concomitant medications included synthroid (levothyroxine sodium), allegra (fexofenadine hydrochloride) and statin (unspecified). 1.2 ml (1 syringe) of rha 4 was applied to the malar cheeks, nasolabial fold (nlf) and marionette line via needle technique. Cannula was used for the administration. Lot#: (10)233932sll (to be confirmed), expiration date: 01-sep-2029. On (B)(6) 2024 (six weeks post-treatment), the patient experienced an abscess in the maxilla. The patient did not undergo any laboratory or diagnostic tests. On an unknown date on (B)(6) 2024 (about six weeks post-treatment), the patient was seen by doctor and received treatment with antibiotics (unspecified) and underwent a root canal procedure. On an unknown date on (B)(6) 2024, the patient experienced bilaterally red, firm and tender subcutaneous nodules in the anterior cheek, tear trough, and maxilla. These nodules were not fluctuating and did not exhibit warmth. On (B)(6) 2024, the patient received treatment with oral doxycycline (for two weeks) for the nodules, but this did not lead to any improvement. At the time of report, the patient was being treated with an oral steroid and azithromycin with some improvement. On (B)(6) 2024, she received treatment with about 15 u of hylenex (hyaluronidase human injection) in the left nodule. At the time of report, the right nodule was almost completely resolved. On the left side, the nodule was presenting as an elongated formation following the tear trough up to the medial canthus, approximately 4 mm wide and 2 cm long, and firm to the touch. The health care professional noted that the filler had not been placed that high. At the time of report, the outcome of the events was considered as not resolved. The intensity of the events was not reported. The product was not available for return. Health effect: clinical code: e172001, abscess. Health effect: clinical code: e1803, nodule. Health effect: device code: a2304, off label use. Follow up information received from hcp via company representative on 01-nov-2024, included the patient's medical history update, treatment information update, verbatim of event nodule updated (to red, firm, tender subcutaneous nodules bilaterally in anterior cheek, tear trough, maxilla/on left side one elongated nodule following the tear trough up to the medial canthus/ approx. 4 mm wide and 2 cm long and firm to the touch). Narrative amended accordingly. Company comment: a causal relationship between the rha4 and reported abscess in maxilla is assessed as not related based on the information that treatment included root canal, indicating that the abscess occurred due to dental issue. The company will continue monitoring the benefit-risk profile for the product. Case comments: the case no longer meets criteria for MDR report. Case is submitted as downgrade report.